Event description:
It was reported that the patient has expired. The cause of death is unknown. The date of patient's death and implant duration are also unknown. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted, (B) (4). Two requests have been made to the health-care provider (via fax) for the device, operative report, and additional information (on 07/09/2010 and 07/16/2010); however, no additional information was provided received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider via fax, additional information and a copy of the operative report and expiration summary were provided. It was learned that the patient expired on (B)(6)2010 due to sepsis. Per the patient's expiration summary: hospital course: (patient's name) is a (B)(6) lady with multiple pmhx including htn, hlp, pad, hlp s/p left renal artery stent for ras, copd, colon polyps, cva, s/p repair of bowl and bladder fistula, resp failure, and also had open heart surgery (avr with carpentier edwards valve, mvr with suture annuloplasty and aortic root endarterectomy) with multiple post op complication including ischemic colitis which required partial colectomy and ileostomy/colostomy. She was originally transferred to the grace hospital from the main campus and developed pneumotorax. Renal condition was deteriorated after chest tube insertion and she developed acidosis so, pt was transferred to the unit. She developed sepsis and did not respond well to treatment. Family chose dnr-cc later. Pt was transferred to the rnf and received comfort care and expired on (B)(6)2010."

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.